Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "direction for use: position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). To empty dispoz-a-bag, push green lever on flip flo valve out and down. Important: be sure to reclose flip flo valve after emptying bag." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine would not drain into the leg bag because of the "anti-reflux valve". The complainant stated that the urine backed up around the patient's penis, and leaked out of the male external catheter. It was later reported that the patient allegedly experienced skin irritation.